Manufacturer narrative:
The product involved in the event reported is not available for evaluation. The device history record was reviewed for the lot number of the manufactured unit. The lot met all manufacturing process and quality specifications prior to release. No rework or special conditions were reported. No pictures or product samples were provided, therefore the site is unable to further identify the root cause per reported event. All information reasonably known as of 24oct2022 has been included in this medical device report. The information provided by o&m halyard, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to o&m halyard, inc. O&m halyard, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury. H3 other text : device not returned.

Event description:
Reporter indicates that while utilizing o&m halyard surgical ob pack, the qbl (quantitative blood loss) drape did not contain the usual measuring component. The patient had a retained placenta and postpartum hemorrhage. Reporter indicates that as a result of the missing drape measuring component, the patient's blood loss was likely underestimated until they had symptomatic anemia. Patient did receive a blood transfusion.

Manufacturer narrative:
The product involved in the event reported is not available for evaluation. All information reasonably known as of (B)(6) 2022 has been included in this medical device report. The information provided by o&m halyard, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to o&m halyard, inc. O&m halyard, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.